Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was displaying the battery icon symbol. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began at least 10 days ago prior contacting lfs. The patient indicated he manages his diabetes with insulin. At an unknown date and time, the patient claimed he continued taking his usual dose of medication (type and dose unknown), as a result of the alleged issue. Approximately 2 weeks after the alleged issue began, the patient reported his hands and feet were numbed and he "became unsteady". According to the patient, since he was not able to test on the subject meter, he was hospitalized on (B)(6), 2010 (time unknown). At the time of his hospitalization, the patient reported being tested several times on the ER/hospital meter with results of "250, 300, 350, 400, 450, and 500 mg/dl" and was administered unknown doses of lantus and humalog insulins. At the time of troubleshooting, the cca verified the subject meter had been used before and there was no misused of the meter. The cca informed the patient the subject meter needed a new battery replacement; however the patient did not have a new battery available at the time. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly required hcp intervention after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.